Event description:
On 15-dec-2025, a facility representative reported via (B)(4) that (qty. 2) ar-8916vnc-22 2.4 mm x 22 mm low-profile locking screws would not thread into the plate, but the third one worked. This was discovered during a case with no patient affected. Additional information was received on 17-dec-2025. The rep advised the event occurred during an open reduction internal fixation of a distal radius fracture. A 1.7 drill bit and a correct guide were used prior to inserting the screw, and the bone quality was adequate. Nothing broke, and no additional screws or plates contained a product allegation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as plate screw misalignment or incomplete plate seating.